Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2021301 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 5f mynxgrip vascular closure device (vcd) was not properly deployed in the tissue. Hemostasis was not successfully completed despite of the proper use by the physician. The closure was done by manual compression. There was no reported patient injury. The procedure was a percutaneous coronary intervention with common femoral artery (cfa) access using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild tortuosity of the cfa and no presence of pvd / calcium in the vicinity. The sealant was not stuck to the device. Other procedural details were requested but are unknown, unavailable, or not applicable. The device is expected to be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the sealant of the 5f mynxgrip vascular closure device (vcd) was not properly deployed in the tissue. Hemostasis was not successfully completed despite of the proper use by the physician. The closure was done by manual compression. There was no reported patient injury. The procedure was a percutaneous coronary intervention with common femoral artery (cfa) access using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild tortuosity of the cfa and no presence of pvd / calcium in the vicinity. The sealant was not stuck to the device. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The advancer tube and the sealant were observed in its manufactured position. The procedural sheath was not returned. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. Per functional analysis, the shuttle down procedure was simulated and the advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. Per microscopic analysis, the balloon proximal bond taper was damaged/crushed. The location of the damage in the catheter shaft showed sign of wrong angle deployment. Misalignment of the mynx and the introducer sheath, can cause the advancer tube to "pin" the catheter shaft and cause the balloon taper to separate from the proximal shaft. A product history record (phr) review of lot f2021301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant mis-deployment- partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as wrong angle deployment, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.